Event description:
It was reported that pump battery charge dropped by 95% in a short period of time on a previous date, but this did not cause unexpected shutdown and pump was running software version 7.8. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on how to manage sudden battery drops and shared best practice tips for battery use, and caller agreed to monitor system and contact support again if issue continued.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 13 / 2.9.1 / ios 26.1.